Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter/microintroducer fit is inconclusive due to the state of the returned samples. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet and one 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned devices showed blood use residues throughout the returned catheter and microintroducer sheath. The microintroducer sheath tip appeared slightly deformed. A functional test of attempting to insert the catheter through the microintroducer sheath revealed the catheter passed through the microintroducer sheath without observable resistance. A microscopic observation revealed a slight oval shape of the distal end of the microintroducer sheath. Nothing remarkable was observed along the distal end of the catheter shaft. During attempts to fit the catheter through the microintroducer, it was revealed that there was no observable resistance during functional testing; however, clinical conditions could not be replicated, therefore the complaint of difficult catheter/microintroducer fit is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported (B)(6) 2025, 10:30 am: a patient required chemotherapy infusion and PICC line placement. The nurse strictly followed the operating procedures for the consumables and adhered to the catheterization protocol. During the step of advancing the catheter through the sheath into the patient's body, the catheter tip became abnormally stuck at the sheath's end, preventing further advancement. After repeated attempts, the catheter remained obstructed. Consequently, the sheath had to be removed, and new consumables were used to perform a second puncture on the patient. The incident occurred because the catheter could not pass through the vascular sheath during the placement procedure. The catheterisation took three hours, resulting in redness and swelling at the patient's insertion site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.